Manufacturer narrative:
Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impactor "red release" button popped off and the spring flew across the room while impacting the femoral trial. All pieces were recovered. Surgeon does not believe there is deficiency in the design. Likely broke from stress over time all pieces were retrieved from the patient. No surgical delay.